Manufacturer narrative:
(B)(4). Batch #: unknown. As the device was not returned, an analysis investigation could not be performed.  A conclusion could not be reached as to what may have caused or contributed to the event.  A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified.  Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. How long was the procedure prolonged? Were there any changes to the post-operative care based on the extended surgery time? If yes, please explain. What is the status of the patient?

Event description:
It was reported that during the partial video colectomy procedure, when firing with the cdh29a stapler, the surgeon realized that total stapling was not performed with the stapler, and it was necessary to use another stapler to finish the surgery. The surgery was prolonged. The procedure was successfully completed. There were no patient consequences.